Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pace impedance measurements. The measurements have been gradually rising over the last year. There was subtle noise seen on the baseline and undersensing was noted on a beat, with rising thresholds. Technical services (ts) recommended the patient be brought into clinic to review. This rv lead remains in service. No adverse patient effects were reported.